Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 21-aug-2019 from the patient and healthcare professional via a company representative who reported that the patient initially noticed drainage coming from his pump pocket. Diagnostics were performed on an unknown date and determined that the fluid contained an infection after which the pump and catheter were explanted. The patient did not know the drug in the pump at the time of the event or the event date. There were no known environmental, external, or patient factors that may have led or contributed to the issue. The issue remained resolved and it was indicated that the hcp had no further information to provide regarding the event. The patient¿s status at the time of this report was ¿alive ¿ no injury¿. No further complications were reported/anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 16-dec-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was asked and unknown. It was reported that the patient's pocket got infected. No environmental, external, or patient factors were reported to have caused this issue. The system was explanted. The date of explant was asked and unknown. The issue was resolved and the patient was "alive - no injury." The event date was asked and unknown. There were no further complications reported at this time.